Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to power supply unit failure and igniter failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the transurethral resection of prostate, the main lamp didn't light up. The intended procedure was completed with the spare lamp although it was dim and caused interference of observing the tissue. There was no report of patient injury associated with the event. The subject device was used in combination with otv-s7pro.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Omsc judged that the reported phenomenon was due to deterioration. Because about seven years have passed since manufacturing, it was presumed that the igniter and the power supply unit deteriorated due to long-term repeated use, resulting in failure of turning on.